Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the atrial leadless pacemaker (lp) exhibited increased capture thresholds that resulted in loss of capture and loss of sensing. The lp was explanted and replaced. The patient was in stable condition.